Event description:
It was reported that images could not be recalled on the left monitor of the system 9800. The images could be viewed on the right monitor. There was no report of adverse patient involvement. No further patient information could be obtained.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cpu circuit board was replaced and all software reloaded. The system was tested and found to be working as intended and placed back into service.